Manufacturer narrative:
Additional information will be provided within thirty days of receipt. During a review of all complaints reported to date, it was determined that this complaint is reportable under MDR reporting requirements.

Event description:
The distal tip of the angioguard unraveled. The device was used in the patient and was removed without consequence. A new angioguard was used successfully. There was no injury to the patient. The product will not be returned.